Event description:
It was reported by the customer that the pyxis medbank es system displayed the error msg "issue amount exceeds total quantity allowed" when issuing this lorazepam intensol 2mg/ml. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that item is not being issued. A technical support specialist contacted the pharmacy and the pharmacy cleared it and med was issue. The system functioned as intended after troubleshooting.